Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right side "deflation". Device remains implanted.

Event description:
Healthcare professional additionally noted "hole non-specific." Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified fold creases, yellow particles in the device, 40% of white calcification in the device, and linear opening. The leak test and microscopic analysis was performed which identified a linear striated opening on posterior side assessed as surgical damage. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is a linear striated opening assessed as surgical damage consist in the use of some surgical tool.